Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that 20 infusion sets cannula was not staying in place within 4 hours of insertion. Event occurred from (B)(6) 2024 to current date. The insertion site was abdomen. High blood glucose level was displayed high and treated by correction injection via mdi. Ketone level was dangerous and life threatening. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Since quantity was mentioned as twenty. Hence, quantity has been updated to 2.